Event description:
This report pertains to one of four devices used in the same patient and procedure. It was reported to boston scientific corporation that an imager ii was used during a percutaneous nephrolithotomy procedure performed in (B)(6) 2021. During the procedure the patient experienced septic shock/respiratory decompensation and required intubation/ICU.

Manufacturer narrative:
The complainant was unable to report the device suspected lot number; therefore, the manufacture date and expiration date are unknown. Imdrf patient codes (B)(4) capture the reportable event of septic shock and respiratory insufficiency. Imdrf impact codes (B)(4) capture the reportable event of intensive care and unexpected medical intervention.